Event description:
Reporting of ongoing problem with device ambit pump, manufactured by sorenson medical. It is used for femoral nerve blocks with ropivacaine. The manufacturer of pump supplies the sterile IV bags -they get from mac medical supplies-. We fill these bags pre sorenson manufacturer's recommendation and md orders with ropivacaine and normal saline to a final concentration of 0.1%. On more than one occasion, the luer-lock cap is cemented onto the tubing of the bag. Also the medication has completely solidified in the tubing on one occasion. When the rep for sorenson medical has been questioned regarding these problems, the response has been inadequate to assure us that this is a safe and effective product. Per our last conversation with rep, we are rinsing the end of the tubing with sterile water rather than alcohol and putting a luer-lock clave on the end rather than a cap that has to be removed. However, today in recovery I received a call from a nurse and all she was getting was a pump occlusion error message and could not get the medication to infuse. It was thought that maybe the medication had solidified/precipitated in the clave, however, the clave was "cemented" into the tubing and could not be removed. The drug was wasted and a new bag was made. No further pump error was encountered. My concern is that if this product is occluding, sticking and solidifying or precipitation, should we be infusing this into a patient's tissues? It is not a medication that is being infused intravenously, but this is still very concerning.